Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) trial. It was reported that an embolism occurred. The subject underwent treatment with the ranger drug coated balloon (dcb) on (B)(6) 2021 as a part of the (B)(6) trial. The target lesion was located in the right proximal and mid popliteal artery extending into the right distal popliteal artery. The lesion had a proximal reference vessel diameter of 6.0mm and distal reference vessel diameter of 6.0mm, with lesion length of 200mm. The lesion was 60% stenosed and was classified as tasc ii b lesion. Pre-treatment of target lesion was performed by lithoplasty using a shockwave device. A 6.0mm x 200mm ranger dcb was selected for the treatment of target lesion. During dilatation with the study device, an embolism was noted. In response to the embolism, aspiration thrombectomy was performed followed by balloon dilatation with a 3mm x 200mm percutaneous transluminal angioplasty balloon. The embolism was resolved. Post treatment the residual stenosis was noted to be 0%. There were no patient complications reported.